Manufacturer narrative:
A ge service rep performed an on-site investigation. The workstation circuit boards and cables were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not complete boot up. There is no report of pt injury.